Manufacturer narrative:
Pump received with broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
The customer's parent was reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown. Customer stated that the reservoir compartment was cracking and chipping. They stated that the reservoir was able to lock in place. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.